Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when the packaging for the patch was opened, the patch was cracking between the fingers of the nurse when taking it out. It was very dry and broke into pieces before it could be laid down. The case was completed using a new patch.